Event description:
Reported indicated that during generator replacement surgery for end of service, lead wires were noted to be exposed, but not broken. The surgeon used medical adhesive to cover the exposed portion of the lead. It was reported that since generator replacement surgery, the patient has experienced an increase in seizures. Diagnostic testing of the ncp system after generator replacement surgery was within normal limits. An attempt to obtain additional information has been unsuccessful to date.